Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if peritoneal dialysis therapy was being performed with a baxter device and/or baxter solutions prior to or at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the initial reporter declined to provide additional information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A review of the event history log revealed no failure, malfunction or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported problem. The results of the sample analysis revealed the device was tested and passed both the return instrument test/evaluation (rite) functional and electrical testing. The device was determined to meet specification requirements per rite testing. A short simulated therapy was performed and completed successfully. External & internal inspection was performed and revealed no problems. A review of the service history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. The sample evaluation and the review of the logs did not identify anything that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.